Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular treatment. The procedure was completed as planned by using another system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system geometry could not be moved. Review of the log files shows all fdcsib related communication is not working anymore (can, collimator, sequencer, etc). Upon troubleshooting, the philips field service engineer (fse) visited onsite to check the system and found no connection to table and stand, fdcsib (flat detector controller system interface board) defective. To resolve the issue, fse replaced fdcsib and did restore to fdcsib from psc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry could not be moved. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.